Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain gold-tite hexed screws it is recommended to torque at 20ncm. Complaint indicates two screw fractures. The alleged event was non-verifiable without the return of the product. A root cause for the complaint could not be determined. No immediate corrections are required at this time.

Manufacturer narrative:
Age at time of the event, date of birth not provided. Patient sex not provided. Patient weight not provided. Lot number not provided. Lot number not provided.

Event description:
Customer reported that the iunihg screw fractured in the patients mouth.